Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted there was tissue/blood on the distal end on the tines of the lead electrode. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead appeared to core out tissue as slack was pulled out and the lead dislodged. The physician made the decision to use a new lead. No patient complications have been reported as a result of this event.